Event description:
It was reported that an "8503 physician bolus in progress" message appeared on the patient's personal therapy manager (ptm). The patient stated that her rate was increased the month prior to the report. The patient had gone to the clinic and thought they had increased the concentration and were supposed to lower the rate but they did not. The patient stated that the physician called her that night and told her to come the next day to lower her rate. The patient stated that she went to the clinic the day before the report and the physician lowered the rate, but then her ptm would not give boluses. Telemetry strips did not show a concentration change or bolus. It was later reported by a healthcare provider (hcp) that the physician changed the concentration of bupivacaine from 12mg/ml to 18mg/ml but did not program the new dose. The patient went from a daily dose of 6.5mg to 9mg after the concentration was increased. The physician tried to call the patient but "her phone was out of service". The physician did a calculation and per the patient's weight the dosage was acceptable but still incorrect. The physician planned to adjust the patient's dose the next time she came in to the clinic. The patient called the next day because her ptm would not work. The physician had programmed the ptm not to work because of his error with the programming; however, the patient was unaware of this. The patient presented to the clinic again and the pump was updated to the proper settings and her boluses were reactivated. During the last clinic visit, the patient had given herself 52 of her 54 allowed boluses with only one unsuccessful attempt. The patient had no further issues and was doing well at the time of the report. A follow-up report will be submitted if new information becomes available.

Manufacturer narrative:
Product ID, 8840 lot# serial# unknown, product type programmer, physician product ID, 8835 lot#, product type programmer, patient product ID, 8709 lot# j11183r22, implanted: 2002 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).